Manufacturer narrative:
Additional information: d10, h3, h6. As received, a complete lead was returned in one piece. Visual inspection of the lead found the connector pin and crimp sleeve were pulled out of the connector assembly due to excessive forces during the procedure. The cause of the reported event was isolated to procedural damage. The reported event of lead detachment was confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the distal tip of the right ventricular lead detached from the lead body. The lead was replaced to resolve the event and the patient was in stable condition.